Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged minimum fill issue was not verified, the leaking cartridge could not be verified as cartridge was not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 280 units of insulin during the load sequence. Additionally, it was reported that the cartridge was leaking from undefined location. Customer's blood glucose was 121-324 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.